Event description:
It was reported that this implantable electrode was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the electrode showed a crack in the polycin vorite notch area next to sense b electrode, extending into insulation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found a crack in the polycin vorite notch area next to sense b electrode, extending into insulation. Cuts were found in the insulation suture sleeve area. Based upon the clinical observations and the laboratory findings, we believe that the cuts were likely explant damage. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.